Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated yesterday they had a peripheral nerve stimulator (pns) put in. Patient said they had to turn their ins off for the procedure and when they turned the ins back on, thinks got messed up. Patient said programs 1 and 3 got messed up and felt like they were biting them. Patient described the feeling like they were tangled up in an electric fence. Patient said they had turned off programs 1 and 3 and asked how to turn those programs back down to where they were. Agent asked, patient said those 2 programs were set at 4.0, which was too high, and thought they used to be between 1.7 and 1.9. Agent reviewed how to enter each program to and how to decrease intensity. Patient decreased intensities on programs 1 and 3 and after turning those programs back on, indicated they were no longer "biting" them. Patient mentioned the nurse at the surgery center was the one who "reset this" yesterday. Agent reviewed to monitor mdt ins settings and follow up with healthcare provider to check the implant if needed. Patient mentioned their ins was a lifesaver.